Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was not receiving tactile feedback from the wake button and the wake button would not move. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer reported that the pump would continue to be used for insulin therapy, however the customer also has manual injections available.